Event description:
It was reported that the pump battery was unresponsive and the customer was unable to turn the pump on. As a result, the customer experienced an elevated blood glucose (BG) level that was over 400 mg/dL with an unspecified ketone level. The customer had to visit the Emergency Room (ER) and was released from the ER on (b)(6)2026, but reported that they did not receive treatment at the ER and that the issue was not resolved at the time of troubleshooting. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.